Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device model, concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the medications were not loading into floor stock automatically. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and confirmed the messages were being sent out to the host, the host side needs to map out one location on bd side to multiple on their side. After that the customer noted it was good. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication did not load into floor stock automatically. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication did not load into floor stock automatically. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.